Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. 81: it was indicated that the device is not returning for evaluation as the lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to (B)(6) has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) haptic tips stuck together to the interior part of the iol. It required the surgeon to enter the eye two or three times more with extra instruments to try to un-pry the haptics which he ultimately did. There was no patient injury or suture or incision enlargement. It was stated that the patient outcome was good but the customer needed to report the event as directions for use (dfu) was followed perfectly yet haptics still stuck together and it took a while for the surgeon to unstick the haptics. Further follow-up confirmed that with this product, the complaint of sticking haptics wasn¿t noticed until the product was in the eye. Since the implanted iol wasn¿t damaged, the customer decided to use it. There was no backup iol needed. It was noted that the patient is a (B)(6) year old, female. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.